Event description:
It was reported that during a robotic laparoscopic prostatectomy, while performing the initial approximation of the anatomy, the surgeon console (sc) lost connection with the tower. Prior to the sc disconnection, an endoscope flip was performed. The endoscope rolled appropriately; however, the image did not automatically invert. Before the surgical team could troubleshoot the issue, the sc lost connection. All physical hardware was verified to be properly connected. After the sc was rebooted, the surgical team attempted another endoscope flip. When the viewing angle was changed from 30° down to 30° up, the image automatically inverted as expected. However, when the viewing angle was changed from 30° up to 30° down, the image did not automatically invert. The team temporarily resolved the issue by using the buttons on the endoscope to invert the image. Shortly thereafter, the buttons on the endoscope became unresponsive. The endoscope was then reset, and the physician assistant manually rolled the endoscope to achieve the correct image orientation. Later in the procedure, the endoscope and its buttons resumed normal functionality, and the image automatically inverted when switching between 30° up and 30° down orientations. There was a delay of approximately four minutes. There was no patient injury.

Manufacturer narrative:
H2) additional information: e2, e3 h3) device evaluation: medtronic led an evaluation of the associated device logs for the reported surgeon console. Evaluation of the logs indicated that the surgeon console experienced an error code for 'surgeon console computing node communication check'. This error indicates that the surgeon console software will trigger a subsystem non-recoverable inoperable error if the communication between the surgeon master controller (smc) and the surgeon console display computer (scdc) computing nodes is lost. This error reports a message stating, "warning: surgeon console non-recoverable error. Restart surgeon console. If error reoccurs, continue from bedside or discontinue system use.". The surgeon console was attempted to be restarted after. Evaluation of the surgeon console confirmed the reported condition. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a communication loss at the nodes of the surgeon console. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic prostatectomy, while performing the initial approximation of the anatomy, the surgeon console (sc) lost connection with the tower. Prior to the sc disconnection, an endoscope flip was performed. The endoscope rolled appropriately; however, the image did not automatically invert. Before the surgical team could troubleshoot the issue, the sc lost connection. All physical hardware was verified to be properly connected. After the sc was rebooted, the surgical team attempted another endoscope flip. When the viewing angle was changed from 30° down to 30° up, the image automatically inverted as expected. However, when the viewing angle was changed from 30° up to 30° down, the image did not automatically invert. The team temporarily resolved the issue by using the buttons on the endoscope to invert the image. Shortly thereafter, the buttons on the endoscope became unresponsive. The endoscope was then reset, and the physician assistant manually rolled the endoscope to achieve the correct image orientation. Later in the procedure, the endoscope and its buttons resumed normal functionality, and the image automatically inverted when switching between 30° up and 30° down orientations. There was a delay of approximately four minutes. There was no patient injury.